Event description:
Mobility and site overprepared were reported. Bone quality at the time of implant failure type ii. Time of loss in relation to the implantation was before prosthetic restoration. Primary stability and osseointegration was not achieved. Augmentation procedure (bone graft) was performed at the time of surgery.

Manufacturer narrative:
No evidence was found with the implant itself after evaluation. Customer reported no osseointegration and mobility.